Event description:
It was reported that after a da vinci si surgical procedure the mcs 8mm tip cover accessory installed on the monopolar curved scissors (mcs) instrument had a mark or slit. The tip cover accessory was thrown away and will not be returned. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was discarded and therefore, will not be returned. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
This report is a duplicate report which has already been filed and can be found under report MFR report 2955842-2013-03044. Therefore this MDR report is being retracted.